Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231700, model: sc-2317-70, serial: (B)(4), batch: 7070869.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. No device malfunction was suspected.